Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump error alarm after battery change. The customer's blood glucose value was unknown at the time of the incident. The customer stated they were able to clear the alarm and were able to rewind the insulin pump. The customer stated that they changed the battery again and received the same error that happened before. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.